Event description:
A malfunction alarm was reported with the pump showing malfunction code 12. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was assisted by technical support in resetting the pump, but the malfunction code recurred. Consequently, technical support arranged for the pump to be replaced, and the customer planned to use multiple daily injections as a backup therapy to ensure uninterrupted insulin delivery.